Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The reported events were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (challenging anatomy) likely contributed to the event as the second delivery system was performed as intended and successfully deployed the valve after access site was switched from right to left. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during withdrawal. Available information suggests procedural factors (withdrawal of a crimped valve outside the sheath) likely contributed to the event. In this case, attempts to re sheath the crimped valve was unsuccessful, leading the physician to withdraw the valve through the iliac artery without sheath containment. This resulted in the valve becoming trapped in the right common femoral artery. Edwards procedural training manuals instruct users to withdraw the delivery system with the crimped thv and sheath as a single unit. Attempting withdrawal without sheath containment increases the risk of the thv catching on vasculature, causing withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. While inserting the first 26mm sapien 3 ultra resilia valve, the lv wire came back into the aorta. The doctor attempted to recross unsuccessfully. During withdrawal, the 26mm sapien 3 ultra resilia valve and 26mm commander delivery system would not re eneter the 14f esheath plus. After discussion, the doctor decided to pull the valve through the iliacs without it being inside the sheath. The valve became trapped in the right common femoral artery. Vascular surgery was consulted and performed a cutdown, removing valve from the patient and performed a right femoral artery repair. A second sheath, delivery system, and valve were inserted in the left femoral artery and successfully deployed. Patient left the room in stable condition.